Event description:
Report received from abbott international affiliate-UK stating: "disconnected t-piece. Pt was receiving tpn. There was an extension to the catheter and curly tubing attached to the drip line. This was attached to the t-piece. The drip had come apart at the bung, leaving an open end to the line. The sister saved the cannula and attached another t-piece. The pt did not experience any adverse event, but there was a risk of infection due to the open line." Add'l pt info was requested, but no further info was available.

Event description:
Additional information was received via the abbott international affiliate as follows: the male connector was attached directly to the jelco IV cannula. The tpn was then connected to the ivac burette line to the extension piece. The infusion was via a peripheral line. The bung was not being used for blood draws or flushes. The amount of tpn that leaked was approximately one hour of fluid, as the bed was soaked. The drips are checked hourly. There was no blood loss and no air noted in the tubing and tpn was still noted in the end of the jelco.